Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised for patellar and tibial component loosening. Presented with pain and surgeon revised baseplate and insert only - patella remained implanted and there was no issue with the patella.